Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beep no cassette error and worn cassette lock observed during testing. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found fluid ingression and the latch lock worn. There was no evidence of the error in the event history log. The customer problem double beep no cassette was not duplicated during the investigation. During the investigation, fluid ingression was found on the downstream sensor which cause the reported issue, double beep - no cassette attached and latch lock worn. It was recommended to have the downstream sensor and latch lock assembly replaced as corrective action. The root cause was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 20 years from manufacture date of 2002-05 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation